Event description:
Pt reported around (B)(6) 2011, the cannula on his infusion set kinked after inserting causing his blood glucose levels to rise while at the diabetes educator's clinic. Pt stated, he was starting on the infusion device for the first time. Pt reported, his de was with him at that time and advised him to be on insulin injections as his blood glucose levels did not go down using the infusion device. Bolus amounts used on the device are unk by the pt. Pt stated his blood glucose levels are unk and the injection amount used is around 15.0 units. Pt reported, he went home at 2:00 pm, checked his cannula and it was kinked. Pt stated, he inserted a new cannula in a different infusion site at 3:30 pm, 5:00 pm, and 6:30 pm and each cannula was kinked. Pt reported at 7:00 pm, he inserted another infusion set and this set did not kink and worked well. Pt stated, he was able to control his blood glucose levels. Pt reported, he tested on his meter 13-14 times but could not provide results or bolus amounts. Pt was working with his de at the time. Product was replaced and requested return of the alleged product for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.